Event description:
It was reported that the procedure was to treat the internal carotid artery with 95% stenosis. The emboshield nav6 embolic protection system (eps) filter was loaded into the delivery catheter (dc) without issue. However, when the emboshield nav6 eps was advanced to the lesion, the filter could not be released. Upon removal of the emboshield nav6 eps it was noted that the dc was fractured. Another same size emboshield nav6 eps was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported separation/break of the delivery catheter (dc) pod was confirmed. The activation failure was unable to be tested due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a cause for the reported difficulties. Based on the reported information and evaluation of the returned unit, the deployment failure may be the result of the separated distal shaft/dc pod. Although a definitive cause for the separation could not be determined, it may be possible that the distal shaft of the delivery catheter was restricted or entrapped within the 95% stenosed lesion, and during positioning, the separation occurred resulting in deployment failure; however, this could not be confirmed. There was no difficulty noted during preparation, and the filter was noted to be fully loaded into the dc pod suggesting that the damage was not pre-existing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.